Event description:
It was reported that the charging cable for the device broke, and a replacement was initiated; device use and blood glucose were not affected. Symptoms included no clinical effects. Outcomes included no impact on health status or therapy. Investigation included review of the user¿s report and confirmation of shipping a replacement accessory. Investigation of this case revealed damage to an external accessory consistent with normal wear or handling, with no device malfunction and no impact on therapy. It was concluded, based on previously established findings for similar reports, that the cause was accessory damage due to handling or wear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.